Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) had difficulty charging the ins. Pt states sometimes they can get the recharger to connect and it shows that it's charging but then it goes back to searching and other times it will show that it's charging at 90% but that it isn't able to get to 100%. Pt states they first noticed this issue last week but has never had this issue in the past. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, . Additional troubleshooting information: pt states the ins feels pretty flat in the pocket site. The issue was not resolved through troubleshooting and pt briefly saw excellent connection but then it continued to stay on searching the rest of the call. The patient was redirected to their healthcare provider to further address the issue. Pt states their next doctor's appointment is in (B)(6). Pt states when they see their doctor, they always see the pa at the office. On 2023-apr-18 additional information was received from the patient. They reported that the cause of after connecting, it goes back to search was determined to be that the movement of the battery. They indicated that it is unknown if the issue has been resolved. When asked what most likely caused or contributed to the issue they indicated that the manufacturing representative (rep) felt that it was the movement of the battery. They stated they are successfully able to recharge their implant and that the device is located under the skin. They stated that they have not contacted their doctor who manages the device, but that they saw the rep on (B)(6) 2023 and it worked perfectly. They indicated that they will be seeing their physicians assistant at the end of may.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.